Event description:
An olympus employee reported on behalf of a customer, the cysto-nephro videoscope had separation of channel forceps during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The forceps were detached. In addition, the connecting tube was wrinkled. The control unit was discolored. The grip bar was discolored. The universal cord was discolored. The angle of curvature in the up direction did not meet the specification due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the separation of the channel forceps excessive rotation stress was applied mouthpiece when forceps/irrigation plug was attached/detached, and caused deformation. Olympus will continue to monitor field performance for this device.